Manufacturer narrative:
Patient weight was unavailable from the facility. The device was discarded. There is no allegation of a malfunction. Therefore, no device evaluation will be performed. The physician agrees that the lld wasn¿t directly responsible for the injury. The force applied by the physician and/or the anatomical location of the lead (with an extended helix in the myocardium) is thought to be the cause of the atrial appendage tear. The lld did exactly what it was supposed to do: provided a means of traction for the lead during the extraction.

Event description:
A philips representative reported that a cardiac lead extraction procedure commenced to remove a non-functional right ventricular (rv) and right atrial (ra) lead. Following stalled progression of both leads with a spectranetics 14f glidelight laser sheath and spectranetics visisheath in the left brachiocephalic vein, the operator chose to utilize a 13f cook evolution rl to bypass the binding site and extract the atrial lead. The evolution rl successfully bypassed the binding site and progressed down into the right atrium (ra), but was too stiff to navigate the upward turn into the ra appendage (raa). The operator pulled on the lead with significant force, and the lead came free from the raa. Arterial pressure immediately began to drop, and an effusion was confirmed via transesophageal echocardiogram (tee). Rescue efforts were implemented. The injury was identified as a tear in the raa, and successfully repaired. Once the patient was stable, the original extractor continued to extract the remaining right ventricular (rv) lead using the cook evolution rl. The injury was either caused by the cook tool, or the force from being pulled upon by the operator. The only philips device that was directly involved during the time of injury was the spectranetics lead locking device (lld) #2 518-019. The patient is stable, and expected to make a full recovery.